Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia after recent clinician-directed changes to bolus settings and a lifestyle change resulting in no longer working, with one documented low of 40 mg/dl and subsequent rebound hyperglycemia after urgent carbohydrate intake; troubleshooting and education were provided on gentle, patient corrections and allowing the algorithm to adapt. Symptoms included hypoglycemia. Outcomes included no hospitalization and completion of troubleshooting and education. Investigation included user interview and counseling on device use and algorithm adaptation. Investigation of this case revealed no device malfunction reported and that user behavior during hypoglycemia (rapid, high-quantity carbohydrate intake) likely contributed to rebound highs while the algorithm continued to adjust. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to mixed behavioral and therapy-adaptation factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.